Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 6. Customer reporting one event of rh discrepancy for sample from (B)(6) year old male patient. According to customer,sample with previous history of rh negative is now showing 1+ positive in the anti-d microwell of the mts abd/ rev gel cards, when tested at facility on (B)(6) 2016 using provue. Because of previous history of rh negative, additional testing was performed using tube method, that showed negative reactions at immediate spin and 4+ positive at ahg phase for weak d. Weak d testing was performed using tube method using another manufacturers anti-d antisera lot # and positive (4+) reaction at ahg phase. According to customer, patient in question was initial tested at facility on (B)(6) 2010 and was reported as rh negative using tube method (lot # not provided) and rh result was reported as negative in (B)(6) 2015, patient was tested, 4x using provue instrument and mts abd/rev grouping cards lot # 010515037-55 and again was reported as rh negative. Testing was performed on (B)(6) 2015 and result reported as rh negative. On (B)(6) 2016, again patient was at facility and again was reported as rh negative using mts abd/rev grouping cards lot # 122915037-13 (claimed patient was not transfused at facility back in (B)(6)). Daily qc testing was acceptable. Customer confirmed results of rh negative was reported clinician however, customer wants to know what clones were used. Ortho reviewed IFU with customer and the clones that were used in the gel cards. Customer inquired if it was possible that the titers of the d antisera is stronger with current lot vs prior lots. Issue reported 7/5/2016. Methodology used: provue/ gel method . Reaction grade obtained: 1+ abd/rev grouping cards and 4+ at ahg phase in tube test repeated: yes, and results are the same as stated above. Reagent/protocol-handling (reagent): ok. No physical issues noted with lots. Customer states they passed visual inspection. Review patient's diagnosis/ transfusion history, but customer does not see link to cause the difference in reactions. Customer has agreed to send sample out for molecular testing.